Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 37-year-old female patient who had essure inserted (lot no. 731604) for female sterilisation. The patient had a medical history of cholecystectomy in 2010 and menorrhagia, dyspareunia, dysmenorrhea, smoker, parity 2 (outcome of delivery, unspecified 2001 & 2004 & 2007. Vaginal deliveries/normal) and gravida ii. She denies nausea, vomiting, fevers or chills. No abnormal vaginal discharge. As concurrent condition the report mentioned diarrhea. On (B)(6) 2017, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with naproxen (naproxen sodium), red blood cells and venofer (saccharated iron oxide) as well as surgery (laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, bilateral and excision of nevi on ba). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Lot: 731604, expiration date 31-may-2014, date of MFR 31-may-2010. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-mar-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. 731604) for female sterilisation. The patient had a medical history of cholecystectomy in 2010 and menorrhagia, dyspareunia, dysmenorrhea, smoker, parity 2 (outcome of delivery, unspecified 2001 & 2004 & 2007 vaginal deliveries/normal) and gravida ii. She denies nausea, vomiting, fevers or chills. No abnormal vaginal discharge. As concurrent condition the report mentioned diarrhea. On an unknown date, the patient had essure inserted. On (B)(6) 2017, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with naproxen (naproxen sodium), red blood cells and venofer (saccharated iron oxide) as well as surgery (laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, bilateral and excision of nevi on ba). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.